Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular implant procedure, one week after discharge, there was a severe halo and glare at night, which affected driving. The doctor advised the patient to continue observation and recommended to undergo iol replacement surgery and implant another lens.

Manufacturer narrative:
Correction information was provided in h.6 (on initial MDR the product the evaluation code should have been b20 instead of b17) additional information was provided in h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the intraocular lens (iol) was not exchanged. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.